Event description:
A physician reported two fractured ozark screws at the c7 level approximately one year after implantation. Revision status is not currently known.

Manufacturer narrative:
Visual inspection: screw fracture was confirmed through inspection of the associated radiographic image. The image showed that the construct was composed of a two (2) level plate, six (6) screws, and two (2) interbodies. Both screws at the caudal-most level of the construct appear to have been fractured. Functional, dimensional, and material analysis could not be performed as the device was unavailable. Review of the device history record and complaint history could not be performed as a valid lot code was not identified. It is not clear what caused the screws to fracture, although it is possible that factors such as pseudoarthrosis contributed to the issue. If arthrodesis of the spine is not achieved then the construct may eventually fail. Ultimately, no cause for the issue could be determined based on the available information. H3 other text : device remains implanted

Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported two fractured ozark screws at the c7 level approximately one year after implantation. Revision status is not currently known.